Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's tablet was receiving multiple error messages including "unable to open port" and "error establishing communication" upon attempting to interrogate demo generators. The company representative present reported at the office that no troubleshooting could be performed successfully, and that the tablet was "broken" and needed to be returned. Upon further clarification of the troubleshooting performed, it was reported that the tablet was rebooted, the usb cable was replaced, and the wand was confirmed to be working properly. These steps were repeated several times, and the company representative waited for the tablet to start up and allow adequate time (15 seconds) for the tablet to recognize the usb cable. The company representative reported that on a third attempt, she was able to interrogate the demo generator but then the error messages appeared again. The power and battery level lights were adequately lit. A new usb cable was used, and no part of the system was able to be isolated. No patients were affected. A replacement tablet was provided. The suspect tablet was received by the manufacturer. However, analysis has not completed to date.

Event description:
Analysis was completed on the tablet. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications. The serial adapter and ac adapter were not returned and are not available to return to the manufacturer for analysis. However, the company representative performed troubleshooting initially, and she reports that she ruled them out as the cause. No additional relevant information is available.